Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via interdepartmental helpline solutions tracker that insulin pump was exposed to magnetic field. Customer reported of having two CT scans while wearing insulin pump. Customer was hospitalized due to edema and states that blood glucose was running high during hospitalization. Customer declined transfer to helpline. Customer's blood glucose levels were not provided.